Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel and there was no device malfunction. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience pro everolimus eluting coronary stent system expanded indications instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. The xience pro is currently not commercially available in the us; however, it is similar to a device sold in the us. The other xience pro stent referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 70%-80% stenosed, de novo, mid to proximal left anterior descending (lad) artery after pre-dilatation with a balloon dilatation catheter (bdc) at 12 atmospheres, the 2.75 x 12 mm xience pro stent was implanted and was overlapped with the 3.5 x 28 mm xience pro stent. During post-dilatation, a side edge dissection at the overlap was noted. A xience pro stent was used as treatment. Timi flow was maintained at the end of the procedure and there was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.